Manufacturer narrative:
The device was not returned for analysis. However, review of the device history record confirmed this lot met mfg requirements prior to shipment. The cause for the reported cavitation, st elevation accompanied by bradycardia and hypotension remain unknown. The swartz braided introducer instructions for use instruct the user to withdraw the brk needle from the dilator. Immediately attach a syringe to the dilator and aspirate. Continue aspirating blood while holding the sheath in position while withdrawing the dilator.

Event description:
Following transseptal puncture with the introducer in the left atrium, while extracting the dilator, the physician felt cavitation and the EKG indicated st elevation accompanied by bradycardia. The pt also experienced hypotension. Review of the xray indicated air went to the right coronary artery. Within five minutes, the EKG returned to normal. Further investigation did not reveal any patient problems. Stroke events have been excluded.